Event description:
It was reported that the wearable sensor patient had a skin irritation described as "red(,) raw infected meat" with redness, itching, yellow drainage that "wet their bra and shirt as if (they) were nursing a child" and that the irritation "finally started to scab." The patient stated that they "may be allergic to the adhesive." The patient cleaned the area and used an over the counter medication. The patient did not consult with their physician. The sensor was not replaced and was expected to be returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.